Event description:
The customer reported a mist coming from the unit. No unit cancellation noted. The customer reported that the mist that was reported was thick and had a burning smell. He stated that there was a complaint of burning eyes with the reported mist. The employee did not require medical attention and the employee recovered after spending some time outside of the room.

Manufacturer narrative:
.